Event description:
Complaint received that the casters were ratcheting when brake was engaged. No injury alleged.

Manufacturer narrative:
Technician found both hex rod screws were broken off causing rod to move and damage the caster mechanism. Replaced four casters and two hex rods to resolve this issue.